Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via implantable systems performance registry (ispr) regarding a patient receiving intrathecal dilaudid (concentration 2mg/ml; dose 0.0999mg/day) via an implantable infusion pump. The patient experienced erythema at the staple site. The event was related to the lumbar site and catheter tract. Examination and palpation on (B)(6) 2012 showed slight redness and purulent material at the posterior staple site. The patient was prescribed clindamycin 300mg four times daily for one week. At this time the pump dose was increased 10% to 0.1097mg/day and the patient was prescribed patient administered (pa) boluses via the personal therapy manager (ptm). Examination and palpation on (B)(6) 2012 showed the site was healing well with no sign of infection. Outcome was reported as resolved without sequelae as of (B)(6) 2012.